Event description:
Additional information received reported that no causes or contributing factors for the fail to open were identified. Resistance was felt at the protective sheath during withdrawal. No damage to the pipeline pushwire or catheter was observed. There was no issue observed in the phenom catheter.

Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured small aneurysm in the right intracranial internal carotid artery c6 segment with a max diameter of 2.2 mm and a 2.3 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 12.8 mm distally and 10 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that a ped-425-16 was selected for implantation and, following adequate hydration, was delivered into the stent catheter. An initial attempt was made to deploy it distally and then retract it; however, the opening was poor. Consequently, an attempt was made to deploy it ¿in situ¿; while the tip could open, the opening was poor at the mid-section. Advancing the guidewire forward still failed to open it. After repeated attempts involving pushing and pulling proved unsuccessful, it was replaced with a ped-400-16 to ensure the successful completion of the procedure; upon standard operation, it was opened successfully. An anterior and lateral angiography consistent with pre-procedure, normal blood flow velocity, and good branch visualization. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a shenruida; size: 5f; model: dac54122 guide catheter, phenom 27; fg 15150-0615-1s (231605089) microcatheter.